Event description:
It was reported from the aicu that the device was intended to run at 25ml/hr for a 100ml bag, and the bag was empty in 10 minutes. The customer stated that there were unspecified adverse effects caused to the patient that caused the patient's treatment plan to change.

Manufacturer narrative:
Additional information added to: a1, a2, a3, b3, d11. Correction b2.

Manufacturer narrative:
Additional information added to: d11. The reported issue that the device was intended to run at 25ml/h on a 100ml bag but emptied in 10 minutes could not be confirmed or duplicated during the investigation. A secondary infusion of the drug piperacillin/tazo with a concentration at 3.37 gram / 100ml was programmed to run at the reported infusion parameters but was manually terminated after recording delivering only 20.6ml approximately. The testing and inspection process did not find or reproduce a malfunction that could be associated with the issue of having a 100ml bag empty prematurely; the pump module during testing infused outside the low end of the specification that was attributed to rate accuracy calibration. The found broken motor strap would not have produced a malfunction leading to unregulated fluid flow. It is possible a back check valve failure within the primary set had occurred which would have had the secondary bag back fill into the primary bag diluting the drug being infused; however this issue could not be investigated further due to the administration set(s) not being returned for investigation. Log analysis results: a secondary infusion of the drug piperacillin/tazo, 3.37 gram / 100ml (drugid=313) was restored and started at 4:19am on 12/4/2019. The rate was at 25ml/h with the vtbi at 100ml. The system had performed the same secondary infusion a day earlier with no report of an infusion discrepancy. The infusion was manually terminated after recording delivering approximately 20.6ml, and the pump module recorded to have been removed from the system inducing a ¿channel disconnected¿ alarm on the pcu. The alarm was confirmed and a new pump module (sn (B)(6)) was added to the system and programmed to infuse the same drug as a primary infusion on the new pump module. A root cause was not definitively identified during the investigation.

Event description:
It was reported that the device was intended to run at 25ml/hr for a 100ml bag, and the bag was empty in 10 minutes. There was unspecified patient harm.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Additional information requested, but not provided.

Event description:
It was reported that the device was intended to run at 25ml/hr for a 100ml bag, and the bag was empty in 10 minutes. There was unspecified patient harm.